Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The issue occurred prior to call to technical support and was resolved as the pump began charging again without changing the charging supplies, and no further assistance was required.